Event description:
On (B)(6) 2011, the lay-user/patient contacted animas and reported that her blood glucose (bg) level was in the ''600's" mg/dl on saturday and was currently "412 mg/dl." Her target range is reportedly 80-120 mg/dl. The previous week the patient claimed her bg was around 104 mg/dl and in the "200 range." The patient reportedly received 6.75 units via the pump, 13 units via injection, and 4 units via IV on an unspecified date/time. Additional details of the patient's hospitalization were not provided. Through troubleshooting, no issues were found with the infusion set or site. The patient noted that the cartridge either had an air bubble in it or it was empty. The bolus doses and total history were found to be accurate. The prime history revealed that 0.1 units was used for a fill cannula step. However, the patient was unsure of what size cannula she was using. The animas representative involved in this contact informed the patient of appropriate cannula fill units for various cannula lengths. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed an elevated bg level that meets animas criteria for a serious injury and she received IV insulin.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: no defect was found. No data in black box or download histories from time of reported high bgs due to continued use. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.